Manufacturer narrative:
The pharmacy reported a problem with a bent needle on a bemfola 300 iu pen. The nurse used another pen, and the patient was able to obtain a new pen from the pharmacy to complete her treatment. Visual inspection of complaint sample picture shows the bent needle had pierced the inner protective cap. Angle control on the assembly line was reviewed and found that this is 100% controlled before the inner protective cap is fitted to prevent cannula from puncturing the inner protective cap during assembly. No cause for error can be found.

Event description:
The guyot pharmacy reported a problem with a bent needle on a bemfola 300 iu pen. The nurse used another pen, and the patient was able to obtain a new pen from the pharmacy to complete her treatment.